Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported, the visera elite ii video system center had a sandstorm image. And a communication error was displayed. The issue occurred when preparing the scope for use in a therapeutic procedure. There were no reports of patient harm associated with the event. This MDR is being submitted to capture the sandstorm image reportable malfunction.

Manufacturer narrative:
Section e1: establishment name: (B)(6). The device was returned for evaluation. And the customers allegation was not confirmed. It was noted, that there was dust adhesion and the light guide connector was hard to attach. It was also noted, that the rear panel text was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.